Manufacturer narrative:
There were also incidental findings of cosmetic damage to the outer silicone jacket of the external driveline. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 11.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline wires confirmed a breach in the insulation of the brown wire approximately 2.5¿ from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire contacted the braided shield while the pump was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The account reported that following the driveline repair the patient was monitored for one hour. When the patient got up to go to the bathroom, two new low speed events occurred and the patient¿s blood pressure and ventricular assist device (vad) flows dropped. It was reported that the plan was to keep the patient on a non-grounded patient cable going forward. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A segment of the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a low speed alarm. Upon vad interrogation in the clinic, there were low flow alarms, power spikes, and a pump stop. Log file analysis captured speed drops from (B)(6) 2020 and one pump stop on (B)(6) 2020. Technical services state that this behavior is link to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Additional information received states that it was determined that the patient had a driveline fracture. Abbott engineers performed external percutaneous lead repair today. Patient monitored for 1 hour. Patient got up to go to the bathroom and began to feel dizzy. Blood pressure and vad flows were low. There were two new low speed advisories. Customer reports the plan is to keep the patient on a no ground patient cable going forward. Additional information states that external percutaneous lead was replaced approx. 19.5 inches.

Manufacturer narrative:
The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU), rev. C and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.